Event description:
The patient presented with low output current while in clinic. It was also noted that the patient has been experiencing an increase in seizures and can no longer feel stimulation. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded by the surgery facility.

Event description:
The patient presented with low output current while in clinic. It was also noted that the patient has been experiencing an increase in seizures and can no longer feel stimulation. No other relevant information has been received to date.